Event description:
As reported 29mm sapien 3 valve in mitral position via transfemoral approach, the first valve landed about 50:50. There was moderate to severe paravalvular leak (pvl). A second valve was implanted more ventricular and was post-dilated with 33mm non-edwards balloon. The valves were stable with mild pvl and no central leak. The patient was hemodynamically stable.

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record DHR review or a lot history review was performed. It should be noted that the thv was deployed in mitral position within native annulus using transfemoral approach. The sapien 3 s3 thv with the commander delivery system ds is currently only indicated for valve replacement involving native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Since the thv was implanted in native mitral valve directly, this was offlabel operation. The IFU and training manuals in this section are for tf transfemoral procedure in aortic position and were reviewed for relevant guidance for an s3 implant using a commander ds. The IFU for commander delivery system with s3 or s3u, patient screening manual and the procedural training manual was reviewed. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case; native mitral valve replacement using the sapien 3 s3 with the commander delivery system ds is not an indicated use at the time of implant. Risks for indicated device use only have been captured and off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete, and no further action is required at this time. The complaints for deployed valve exhibits paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and or medical report. A complaint history review was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU or training materials revealed no deficiencies. It should be noted that the thv was deployed in mitral position within native annulus using transfemoral approach. The sapien 3 s3 thv with the commander delivery system ds is currently only indicated for valve replacement involving native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was offlabel operation. As reported, the valve landed about 50:50, there was moderate severe paravalvular leak. Per patient screening and procedural training manual, the final sapien 3 valve implant depth should not extend beyond 20% into the left atrium greater than or equal to 20/80 atrial/ventricular for optimal mitral valve function. In this case, the valve was deployed too high too atrial. Due to insufficient information, a definitive root cause was unable to be determined at this time. Valve deployment and position deployed valve exhibits paravalvular leak. Due to the thv malposition, wherein the valve was placed/deployed too atrial, it is likely that the thv skirt was unable to be properly sealed against the annulus such that this lead to paravalvular leak pvl. As such, available information suggests that procedural factors thv malposition may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.